Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was 110 mg/dl at the time of the incident. The customer stated that the pump had a chip on the battery cap and it did not connect. The customer stated that the pump beeped and alarmed low battery. The customer stated that the screen was blank. The location of the damage is on the battery compartment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional tests, including the self- test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management parameters graph confirmed the unloaded voltage and loaded voltage was within specification range. Pump was received with normal operating currents. No unexpected low battery alarm noted. Pump monitored for several days and no blank display noted. The battery tube connector plugged in properly to connector during visual inspection. The insulin pump was received with scratched case, pillowing keypad overlay, cracked case behind the pump at the battery compartment, broken battery tube threads and minor scratched lcd window.